Manufacturer narrative:
The cause of the discrepant heparin qc result is under investigation. The berichrom(r) heparin product, owld, remains under investigation relative to the on board stability claim by siemens healthcare diagnostics inc. A contributing factor may have been instrumentation issues with the bcs xp instrument. A siemens healthcare diagnostics field service engineer was dispatched to the account and found a failed reagent piston pump and replaced it. They also replaced a bypass valve and two leaking tubings.

Event description:
A discrepant low heparin result was obtained on a qc sample. The sample was repeated with a freshly reconstituted reagent vial and recovery for the sample was within range. Patient treatment was not altered or prescribed on the basis of the discrepant heparin qc result. There is no report of adverse outcome to patients as a result of the discrepant qc result.

Manufacturer narrative:
Original MDR was filed 2013-07-03. Further investigation confirmed that the primary cause of the discrepant low heparin results obtained on a qc sample was the instrumentation issues. A siemens healthcare diagnostics field service engineer was dispatched to the account and conducted appropriate repairs. Additionally, evaluation of the berichrom heparin product, owld, was conducted. It was concluded that if a change of heparin level is observed during on board stability, it will be shown by a lower control recovery. (As it was in this instance) it is extremely unlikely that an erroneously low heparin value may be reported which may trigger a higher dose of heparin therapy which could slightly increase the risk of bleeding. The potential of an adverse event to the patient is considered to be very unlikely because only the lower therapeutic range is affected.